Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the haptic did not release from the handpiece, and the surgeon damaged it while attempting to release. The haptic was found to be broken. The surgeon had to abort the procedure due to the inadequate capsular support. The damaged iol could not be removed and the patient was referred to a vitreoretinal (vr) surgeon for an iol exchange and secondary yamane technique implantation. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned. A device history record review and a non-conformance-based review of the lot was performed and did not reveal any potential contributing factors to the reported complaint. All corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were indicated with a non-qualified viscoelastic. The product was not returned for evaluation. The root cause for the reported complaint potentially related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device ophthalmic viscoelastic device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. File will be reopened if the complaint product is returned. The manufacturer internal reference number is: (B)(4).